Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an unrelated ablation procedure. Upon interrogating the device, it was shown to be in magnet mode. Programming changes were attempted but were unsuccessful. A device restoration was performed successfully. The patient was stable.